Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 500 mg/dl while wearing the pod. The patient's father states when removed from the infusion site, the pod's cannula had "fell out" (damaged). As treatment, a manual injection was delivered and a new pod was applied.

Manufacturer narrative:
The adhesive pad was not returned with the device. No blood was observed on the device. The device was received with the cannula assembly fully deployed. The length of the soft cannula was measured to be within specifications, and inspection of the device found no damages or defects on the soft cannula. The download data did not show any timeouts or drive stalls during the run. No other damages or defects were observed that would result in the device failing to deliver insulin.